Event description:
Device issue: difficult to deploy-thumb advancer, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was met with 2/3 of deployment completed. Add'l force was applied, thumb advancer deployment was completed, and the clip deployed. During removal, resistance was met; a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. After clip deployment, bleeding continued. When the device was removed, it was noticed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4) - against resistance - (B) (4). (B) (4). The device was received. Investigation is not completed.